Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra suture anchor was fractured and broke inside the patient. All the pieces were removed from the patient by tweezers. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found that that the device has been deployed, and the anchor is fractured on the distal end. The distal end of the inserter is severely bent. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor is fractured on the distal end. The distal end if the inserter is severely bent. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. No relevant clinical information was provided for inclusion in this medical investigation. Based on the information provided, all the pieces were removed from inside of the patient with tweezers and the procedure was completed with a non-significant surgical delay using a back-up device. Since no further complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.